Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode where an electric shock was delivered. Technical services (ts) reviewed device episode data and found that a premature ventricular contraction (pvc) was under sensed by this ICD because it fell into the programmed refractory period after atrial beat which resulted in ventricular brady pacing delivered. This pacing induced ventricular fibrillation (vf). After one shock, this rhythm was converted to normal. Ts discussed reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this ICD remains in service.